Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found no anomalies. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During lead suture, the physician noticed a section near the terminal end of the lead was raised in an unusual manner, and decided to explant this rv lead and implanted another one. No adverse patient effects were reported.